Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed in the line of an amia automated pd cycler set during unknown process step. The pm was further described as ¿something black¿ in the line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, however, the reported issue of black particulate in the line of the cassette was unable to be visualized in the photograph provided. Therefore, the reported condition was not verified . Should additional relevant information become available, a supplemental report will be submitted.